Event description:
Caller states that patient 1 tested 5.4 inr, 2.7 inr, 4.2 inr, and 2.6 inr during duplicate testing. A comparison lab was drawn and returned as 2.3 inr. Patient 2 reportedly tested 5.5 inr, 3.4 inr, 4.2 inr, and 3.0 inr during duplicate testing. A comparison lab returned as 3.6 inr. No action was taken based on device results provided. No adverse event reported for either patient. Requested return of suspect device and replacement was sent.